Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post-implant during a normal follow-up, the patient reported stimulation while in a bent position. An x-ray and other imaging, confirmed the lead had perforated the heart wall. The patient was reportedly asymptomatic: the physician elected to surgically intervene and replace the product. The lead was successfully explanted and replaced with no further complications reported. The explanted lead was discarded and not expected to be returned.